Event description:
When placing the stent, the surgeon passed it through a tight portion of a vessel and the stent came off the delivery catheter. The surgeon was able to retrieve the stent, but it was kinked.

Manufacturer narrative:
We are awaiting the return of the device for investigation and will submit the follow-up report once the evaluation is completed.